Manufacturer narrative:
Calibration and qc were acceptable. The reaction curves for the low results suggested a pipetting issue. The field service engineer (fse) found a suction hose leaking on the rinse station. The fse replaced the suction hose and the vacuum membranes. Test runs determined the instrument was functioning correctly. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas 8000 c 702 module. Discrepant results were provided for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3). The initial result was 19 mg/dl. The repeat result was 85 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 674271. The expiration date was not provided.